Event description:
It was reported the patient was presented to the ER for multiple inappropriate therapies due to supraventricular tachycardia. Programming changes were recommended. No further information is available.